Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition the most basal channel showed hi status since 2019 due to undetermined reasons. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2021. This is a final report.

Event description:
Reportedly, the user had an accident at school where someone hit the user's head and suddenly he stopped hearing with the device. Re-implantation is scheduled for (B)(6) 2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with the reported external mechanical impact were determined to be the root cause of device failure. In addition information on the device explantation report form and the received in situ measurements indicates that one channels post-operatively migrated out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the user had an accident at school where someone hit the user's head with a bucket and he suddenly stopped hearing with the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user had an accident at school where someone hit the user's head and suddenly he stopped hearing with the device.